Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified oral antibiotics for another indication. On an unknown date, pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient outcome was not reported. No additional information is available.